Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump had motor error. Customer reports the drive support cap appears normal. Customer was able to successfully clear the alarm and displacement test was passed. Customer was able to complete pump rewind. Motor error alarm recurred. Buttons got stuck about 2 weeks ago but the insulin pump did not alarm has been using the same batteries since he got the insulin pump. The customer¿s blood glucose level was 214 mg/dl. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed all functional testing including the displacement, operating current test, a21 error test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test. No motor error alarm and blank display anomaly during test noted. Motor passed motor test. (B)(4).